Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, some of the staples have not been closed. Health professional informed me that there are no issues observed with the patient. There was no need for extended hospital stay or additional surgery. There were no patient consequences reported.